Event description:
The lead was explanted and replaced due to increased hvli and rv coil to can and rv-svc to can noise artifacts on the iegm readings.

Manufacturer narrative:
A partial lead cut to 15.1 cm length from the connector pin was returned. Analysis found that both rv cables were broken near the strength relief coil area due to fatigue fracture which could cause increased hvli.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.